Event description:
A malfunction, identified as malfunction 12, was reported with the customer experiencing it at least three times on the same pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, tandem technical support decided to replace the pump with one that has updated software. The customer was advised on steps for using the new pump, including proper sensor session management and storage instructions, and agreed to return the faulty pump using a pre-paid label.